Event description:
It was reported that stent damage occurred. A 3.00 x 48mm synergy xd drug-eluting stent was selected for use. However, the device could not be inserted into the y-connector and the distal part of the stent was found to be lifted. The procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
(E1) initial reporter facility name: (B)(6).device evaluated by MFR.: synergy xd 3.00 x 48 mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of damage with stent struts in the distal stent region lifted and pulled distally. The undamaged crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube shaft found no issues. Examination of the tip via scope found no damage to the tip. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. Examination of the hub and strain relief via scope did not identify any issues. A 0.0140 test guidewire was loaded successfully through the distal end of the tip and exited the guidewire exchange port without issues. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 3.00 x 48mm synergy xd drug-eluting stent was selected for use. However, the device could not be inserted into the y-connector and the distal part of the stent was found to be lifted. The procedure was completed with different device. No patient complications were reported.